Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure (ess205) inserted. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malpositioned essure') and endometritis ('chronic endometritis') in an adult female patient who had essure (ess205) (batch no. 12237618) inserted. The patient's medical history included grand multiparity and menorrhagia. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic hysteroscopy, fractional d&c, endometrial ablation). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device dislocation and endometritis outcome was unknown. The reporter considered device dislocation and endometritis to be related to essure (ess205). The reporter commented: no. Of coils: eight links were noted on each side protruding from the tubal ostia which assured adequate placement. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, chronic endometritis lot number: 12237618 manufacturing date: 2003-06 expiration date: 2005-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malpositioned essure') and endometritis ('chronic endometritis') in an adult female patient who had essure (ess205) (batch no. 12237618) inserted. The patient's medical history included grand multiparity and menorrhagia. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic hysteroscopy, fractional d&c, endometrial ablation). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device dislocation and endometritis outcome was unknown. The reporter considered device dislocation and endometritis to be related to essure (ess205). The reporter commented: no. Of coils: eight links were noted on each side protruding from the tubal ostia which assured adequate placement. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, chronic endometritis. Most recent follow-up information incorporated above includes: on 1-jul-2021: mr received. Reporter information , lot number, other relevant history , event : " chronic endometritis " added. Event : " removal" updated to " malpositioned essure" and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure (ess205) inserted. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.